Event description:
Screws from mako offset reamer fell off into patients hip. Surgeon found the screw in the wound. Inspected the offset reamer and realised 4/6 screws were missing from the attachment. Had to call for x-ray to ensure there wasn¿t any screws left in the patient. Tha 4.1.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Reported event an event regarding missing component involving a mako reamer handle was reported. The event was not confirmed because the product was not available for inspection. Method & results, product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.